Event description:
Complains of shocking using vms on ch 1 cc 5.5, fre 50 pulses per sec, ramping 2 seconds, phase 200, fatigue off, time 15 at .1 macc setting treatment initiated and spiked and pt could not stand amperage.

Manufacturer narrative:
Pending engineering evaluation.